Event description:
Caller reported an issue with cgm error 42 involving a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing complete pump reset information and guiding them through the reset process. After the reset, the cgm error did not reappear, and the caller successfully started their sensor session. The caller was advised to wait 20 minutes before starting the session, and they understood and acknowledged the instructions.